Manufacturer narrative:
(B)(4). Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
An optometrist reported that ten days following bilateral lasik, the patient presented with a transient light sensitivity (tls) in both eyes. The patient reported burning sensation and light sensitivity for two days. The patient wore sunglasses indoors especially while working at the computer. The patient was treated with increased topical steroid drops. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.